Manufacturer narrative:
The device will not be returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hospitalization. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately" and advises, "you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel."

Event description:
The patient reported that she was hospitalized for four days with diabetic ketoacidosis and moderate ketones. She stated that her blood glucose went up to 600 mg/dl and her pdm meter was not reading correctly. At the hospital, she was treated with intravenous insulin for three days and flushed with saline fluids. The pod was discarded. She said that the hospital blood glucose meter result was 110 mg/dl while the pdm read 37 mg/dl, and a control solution test read 33 mg/dl. She said that she was now feeling okay. On the date of her call, she reported the following comparison between her pdm and two separate blood glucose meters she is using to monitor her bg at this time: at 12:00 pm, her one touch ultra meter reading 118 mg/dl, while her pdm read 39 mg/dl. At 12:15 pm, her freestyle flash meter read 102 mg/dl.